Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The customer stated that the top of the battery cap was cracked. Advised the customer to revert to back up plan. During the call, the customer mentioned that he had been hospitalized more than once. The time and date in the insulin pump were correct. No further info was provided.